Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch . No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected time/clock anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons of insulin pump were sticky, hard to push and unresponsive. The insulin pump had motor error alarm and also received unexplained no delivery alarms. The clock runs slow and had to be reset to catch up. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.